Event description:
Information received from the (B)(6) clinical database.treatment of a middle cerebral artery (mca) aneurysm. It was reported that the patient underwent pipeline embolization procedure in 2010 and subsequently developed right sided paralysis and difficulty with words from an ischemic stroke. It was reported the patient's condition was resolved on (B)(6) 2010 with no other complications.

Manufacturer narrative:
The devices will not be returned for evaluation as they were implanted in the patient.the other device involved in the event was:model#: fa-77325-12 / lot#: not reported / dom: n/a / dom: n/a.(B)(4).